Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). The lead was explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.